Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had probable decubitus. A system revision was to be performed on (B)(6) 2014. No diagnostic or troubleshooting had been performed at the time of the report. It was unknown if the issue was resolved or the cause determined. At the time of the event the patient's status was reported as alive-no injury and unknown if the patient experienced any symptoms with this event. It was unknown what medication this device system delivered at the time of the event. A pump revision was done but the specific date was not available. The pump was not explanted but had been placed in a dacron pocket. This device system delivered morphine and the patient was currently reported as ¿fine.¿